Event description:
Caller reported elevated blood glucose levels for 2-3 months. Caller stated he has been experiencing an elevated blood glucose level up to 480 mg/dl; changed the infusion set and cartridge and issue persists. Caller alleges the pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.